Manufacturer narrative:
(B)(6) 2016 10:38 am (gmt-4:00) added by (B)(6) ((B)(4)): our field service engineer(fse) performed an on-site inspection and found that the customer had discarded an air filter/water-trap that was connected to the ventilator system. Once a new filter was installed, the ventilator system passed all tests and the device was returned to clinical service. The review of the device log files could not confirm any evidence to support that the pressure transducer sub-test had failed during the pre-use checks tests. The air filter/water-trap was discarded and was not examined. This investigation can therefore, not confirm if the discarded air filter/water-trap was faulty and caused the reported event.

Event description:
(B)(6) 2016 10:32 am (gmt-4:00) added by (B)(6) ((B)(4)): it was reported that a ventilator failed the pressure transducer sub-test during the pre-use checks tests. (B)(4).